Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated positive results for influenza a and influenza b. The same sample was retested on a different liat analyzer which yielded a negative result for all targets. It was unknown if the initial positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As data and the alleged kit lot number could not be provided, the root cause of the discrepant result for influenza a and influenza b could not be determined. However, it can not be ruled out that the discrepancy may be due to the sample being at the limit of detection (lod) of the assay or due to cross-contamination.